Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. The stm tested the fiber optic module with calibrated chamber which passed to specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient, the iabp had a fiber optic - amplitude of arterial wave that was clipped, so the customer tried all options and then swapped pumps. No patient harm or serious injury was reported, and there was no adverse event reported.